Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device was heating to 143.3 degrees in five minutes, which was 70.8 degrees above the manufacturing specification (failed temperature assessment). During service/repair, it was determined that the pawls were damaged, causing the device to heat up. The assignable root cause was determined to be due to misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device was heating to 143.3 degrees in five minutes, which was 70.8 degrees above the manufacturing specification (failed temperature assessment). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.